Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 87 to 97 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer also reported receiving an e-5 error when performing blood glucose test. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is not known. The meter memory recalled for non-fasting test results performed with test strip lot# ps2399 (time not set): 1:lo (B)(6) 2015 09:12am; 2:lo (B)(6) 2015 08:38am; 3:lo (B)(6) 2015 08:25am; 4:lo (B)(6) 2015 08:05am; 5:lo (B)(6) 2015 08:03am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 87 to 97 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer also reported receiving an e-5 error when performing blood glucose test. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is not known. The meter memory recalled for non-fasting test results performed with test strip lot # ps2399 (time not set): (B)(6). Adverse event not reported.